Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system aspiration catheter 7 (cat7) and a 7fr non-penumbra sheath. During the procedure, the physician advanced the cat7 to the profunda using the sheath and successfully completed one pass. Next, the physician advanced the cat7 with resistance down the femoral artery and to the target location for the second pass and aspirated thrombus. Upon removal of the cat7 from the patient, the physician noticed the distal end of the cat7 broke off in the patient¿s leg. Subsequently, the physician advanced a balloon catheter past the broken distal piece of the cat7 and inflated the catheter to retrieve the broken distal piece from the patient¿s leg without issue. The physician decided to end aspiration at this point as the patient had a significant thrombus burden. It was reported the physician then proceeded with a discussion for amputation. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on its mid-shaft. If the cat7 is over rotated against resistance, the device may become damage and subsequently fracture. Further evaluation revealed that the device was kinked, stretched and ovalized. The root cause of this damage could not be determined and was likely incidental to the reported complaint. Some of the damage may have occurred when retrieving the device from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.